Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1624302) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynx device in vessels not suitable for the use of the device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the device history record nor the information available for review indicate that there is a design or manufacturing related issue, therefore no preventative or corrective action is required at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Following deployment of a mynxgrip 6f/7f vascular closure device, a partial blockage was noted to the left common femoral artery. The mynx device was being used for arterial closure following a percutaneous transluminal angioplasty (pta) of the left superficial femoral and popliteal arteries. An antegrade approach was used. There were multiple sheath exchanges during the pta; however, a procedural sheath that was greater than 7f was not used prior to introducing the mynx. The device was prepared per the instructions for use (IFU). Contrast/imaging was not used to confirm balloon placement. The deployer did not over-tamp and tension was maintained on the catheter while tamping. Hemostasis was achieved following deployment and the patient was sent to recovery. No signs and symptoms of a hematoma were noted at that time. While in recovery, the patient complained of left leg pain. Distal pulses were checked and noted to be diminished. The patient was taken back into the procedure room and access was obtained from the opposite access site (right side). At this time, the blockage was noted in the left common femoral artery. The blockage was noted to be partially from the mynx sealant. A pta of the common femoral artery was performed to restore distal blood flow. The patient was noted to have recovered.